Event description:
Additional information: it was later reported that the patient was experiencing "possible signs of withdrawal with increased spasticity and not feeling good". Volume discrepancy as one point was described by hcp as "getting 8.2ml <(>&<)> there was supposed to be 8.2 ml". There were no audible alatms; patient did well once hcp filled pump regularly to avoid discrepancy in volume or risking volume to get to 0. Per the hcp for some time before these occurrences, patient was on compounded baclofen on a high daily dosage of 900 mcg/day. The pump was replaced and as of 2011 (B)(6), day of replacement, patient was on 4000 mcg/ml at 1.142 mcg/day per interrogation of the pump.

Event description:
Return of patient symptoms was reported; on (B)(6) 2011 patient started experiencing increased spasticity. The next day patient's symptom got worse and he was taken to the ER. The managing healthcare provider (hcp) checked the catheter function and did a roller study and both were noted as "ok." At that point hcp aspirated the reservoir, expecting 7ml but pulled back 0mls. They refilled and since then had checked volumes of the pump every week and observed that the volumes were "off" each week (specific volumes were not provided). Hcp planned on replacing the pump because he believed "it is malfunctioning." Drug delivered via the pump was compounded baclofen. As if (B)(6) 2011, per the physician, the patient was doing okay. Currently they were in the process of getting the patient scheduled with the neurosurgeon for pump replacement. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk; model: 8590-1 dacron pouch, lot # n268535, implanted on: (B)(6) 2011, explanted on: unk.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for the pump revealed no anomaly found. Pump passed all applicable non-destructive testing. Additional testing which included 24 hour infusion testing and 48 day volume monitoring all passed indicating pump was functioning as designed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.